Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-26, serial/lot #: (B)(6), ubd: 28-jan-2027, UDI#: (B)(4) continuation of d10: product ID {post-implant bav}; product lot/serial number {unknown}; product type: {balloon aortic valvuloplasty}; product ID {evolutfx-26}; product lot/serial number (B)(6); product type: {0195-heart valves}; implant date { (B)(6) 2025}; the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve in a previously implanted 23 millimeter (mm) non-medtronic surgical aortic valve, the delivery catheter system (dcs) was inserted vertically using the left anterior oblique (lao) view. The deployment of the valve was attempted and recaptured "multiple" times due to a shallow implant depth on the non-coronary cusp (ncc) and deep implant depth on the left coronary cusp (lcc). Upon deployment of the valve at a shallow implant depth, a dislodge was observed. Subsequently, the valve was fully deployed at an implant depth of approximately 2 mm on the ncc and 8 mm on the lcc; however, mild paravalvular leak (pvl) was observed and the valve was recaptured. Upon the next deployment attempt at an implant depth of 3 mm on the ncc and 7 mm on the lcc, fluoroscopic inspection was used to confirm the valve was within the surgical aortic valve and no pvl was observed. Upon full deployment of the valve, the valve dislodged while "tilting" to the ascending aorta. Subsequently, a 10 millimeter (mm) post-implant balloon aortic valvuloplasty (bav) was inserted inside the strut of the first valve and inflated to change the angle of the first valve and allow for a second transcatheter valve to pass. Upon deployment of the second valve at a deep implant depth to avoid a dislodge, the balloon was lowered to the aortic valve side, and the second valve was successfully implanted to connect the first and second valve. The valves were observed to be connected on the lcc but not on the ncc. Upon removal of the post-implant bav through the first strut of the valve, both valves disconnected and dislodged into the ascending aorta. Subsequently, a third valve was implanted to fixate the first valve and connect the first valve to the second valve.

Event description:
It was reported that during the implant of a transcatheter valve in a previously implanted 23 millimeter (mm) non-medtronic surgical aortic valve, the delivery catheter system (dcs) was inserted vertically using the left anterior oblique (lao) view. The deployment of the valve was attempted and recaptured "multiple" times due to a shallow implant depth on the non-coronary cusp (ncc) and deep implant depth on the left coronary cusp (lcc). Upon deployment of the valve at a shallow implant depth, a dislodge was observed. Subsequently, the valve was fully deployed at an implant depth of approximately 2 mm on the ncc and 8 mm on the lcc; however, mild paravalvular leak (pvl) was observed and the valve was recaptured. Upon the next deployment attempt at an implant depth of 3 mm on the ncc and 7 mm on the lcc, fluoroscopic inspection was used to confirm the valve was within the surgical aortic valve andno pvl was observed. Upon full deployment of the valve, the valve dislodged while "tilting" to the ascending aorta. Subsequently, a 10 millimeter ( mm) post-implant balloon aortic valvuloplasty (bav) was inserted inside the strut of the first valve and inflated tochange the angle of the first valve and allow for a second transcatheter valve to pass. Upon deployment of the second valve at a deep implant depth to avoid a dislodge, the balloon was lowered to the aortic valve side, and the second valve was successfully implanted to connect the first and second valve. The valves were observed to be connected on the lcc but not on the ncc. Upon removal of the post-implant bav through the first strut of the valve, both valves disconnected and dislodged into the ascending aorta. Subsequently, a third valve was implanted to fixate the first valve, and connect the first valve to the second valve. Additional information was received that a non-medtronic balloon was used. The second valve dislodged towards the ncc. Prior to second valve dislodgement, the implant depth on the ncc was 2 mm, and the implant depth on the lcc was 3 mm. Additionally, a medtronic guidewire was used during the procedure, and a procedural delay occurred in result of the dislodgements. Additional information was received indicating that the second valve did not dislodge, it became disconnected from the first valve when the first valve moved further towards the ascending aorta. The first valve moved in the direction of the ncc. The medtronic guidewire did not contribute to the dislodgement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a non-medtronic balloon was used. The second valve dislodged towards the ncc. Prior to second valve dislodgement, the implant depth on the ncc was 2 mm, and the implant depth on the lcc was 3 mm. Additionally, a medtronic guidewire was used during the procedure, and a procedural delay occurred in result of the dislodgements.

Manufacturer narrative:
Updated data: b5. D10. Continuation of d10: product ID {gwbc30}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} corrected data: d4. Full UDI added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the second valve is the active, functioning valve. It was reported that the implant depth of the second valve was intentionally deep.